Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the patient side cart (psc) common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In lighthouse, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The patient side cart (psc) ccc was installed into the golden system which triggered the reported failure, indicating faults on the firefly fiber optic cable (ff3) on the ccc. The firefly optic cable was replaced with a known good cable using an aba procedure. The psc ccc functions as expected, but when cable is switched back to the original firefly optic cable it fails. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy  surgical procedure, the patient side cart (psc) was not connected or not powered on. Caller confirmed message present on all screens. Prior to calling, caller has power cycled the system with no change. Caller did note on her first power on the system displayed the same message and on the psc touchpad also stated 'boom disabled.' No related errors in logs. Technical support engineer (tse) walked caller through emergency power off (epo) of psc with no change. Tse walked caller through reseating blue fiber cables at psc and vision side cart (vsc) with no change. Also, tse walked caller through powering on psc in stand alone mode with no change (and boom disabled message present). Therefore, tse walked caller through hard power cycle of vsc and swapping blue fiber cables from surgeon side console (ssc) to psc with no change. Caller stated surgeon will either cancel case or perform laparoscopically. The procedure was aborted without patient involvement.